Manufacturer narrative:
Customer called indicating their leadcare ii capillary results inconsistent with venous reference results. These results were collected over a year time period, and traceability to the lots used during testing are not available for investigative evaluation. No reported harm or injuries occurred as a result of this issue. Customer complaint: (B)(4).

Event description:
Customer called requesting information on correlation to reference laboratories on (B)(6) 2018. After further verbal discussion the customer provided data on (B)(6) 2018 indicating erroneous patient results over the course of a year. Specifically, sample 1: leadcare ii 7.1¿g/dl, labcorp: 10 ¿g/dl, sample 2: leadcare ii 5.1 ¿g/dl, labcorp: 11 ¿g/dl, sample 3: leadcare ii: 8.5 ¿g/dl, labcorp: 11 ¿g/dl, sample 4: leadcare ii: 9.5 ¿g/dl, labcorp: 13 ¿g/dl.